Event description:
Info received indicates the foot hi/low function is drifting down.

Manufacturer narrative:
The technician found the valve was contaminated and replaced the s12 foot hi/low down valve to repair the bed.